Event description:
A pt reported experiencing inaccurate high results with a one touch basic meter. The pt's blood glucose results were 243 and 152 mg/dl. Tests were done within 4 minutes. Pt stated "reportedly used the same finger." Pt did not experience any adverse events. No further info has been reported.